Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device, as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the afx2 indeterminate endoleak, determined to be a type iiib endoleak of the distal main body and a type ii endoleak of the inferior mesenteric artery, the complaint is confirmed. It was reported the abdominal aneurysm sac diameter was 3.7cm in (B)(6) 2022; however, this cannot conclusively be determined. Therefore, aneurysm enlargement is indeterminate. This is moderately consistent with the reported adverse event/incident. Device, user, procedure, or anatomy-relatedness of the type iiib endoleak complaint could not be determined. No contributing factors were identified for the type iiib endoleak. The type ii endoleak is most likely anatomy-related. No procedure-related harms for this complaint were identified. The final patient status was reported as being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g3: awareness date ¿ updated. H6: medical device problem codes - remove 4065. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation because they remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. H3 other text : device remains implanted.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with the implantation of an afx2 bifurcated stent graft and an afx vela suprarenal on (B)(6), 2019. It was reported on (B)(6), 2024, that the patient was identified with an endoleak (indeterminate origin), potentially type 2, type 3a, or type 3b endoleak. This observation was made during a review of the patient's computed tomography (CT) scan on (B)(6), 2024. The patient is currently being monitored.